Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient was "having trouble with [the] pump" but could not state what the issue was. The patient reportedly experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl. There were no reported signs or symptoms of hyperglycemia. No additional information as provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission: 08/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the black box indicated that the pump was manually suspended on (B)(6) 2016 at 12:03; a reboot occurred at 20:48 while the pump was suspended and deliveries resumed on (B)(6) 2016 at 07:52. On (B)(6) 2016 at 12:04 the pump alarmed for an occlusion during a bolus and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings and no power interruptions occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.